Event description:
It was reported the subject device had not being detected when plugged in. The issue occurred during set up / inspection for use. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: poor watertightness of cable unit, the endoscopic image cannot be displayed a root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction**: due to poor watertightness of cable unit, the endoscopic image cannot be displayed, and the most probable cause of the complaint is component failure should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.